Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: product investigation the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke was returned attached to the control wire). The device was returned without the over-sheath and blue grip. Additionally, part of the over-sheath was accordioned next to the bushing which is evidence of the sheath being removed from the device. Microscopic examination was performed and confirmed the clip premature deployment and the over-sheath accordioned next to the bushing. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have cause the clip premature deployment. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use. Block h11: correction: block b5 (describe event or problem), d2b (pro code (product code)) and g4 (premarket / 510(k) #).